Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that the customer was currently hospitalized due to a low blood glucose level. Caller stated that the customer was vomiting, had diarrhea, and had a blood glucose level of 61 mg/dl, which caused her to have a seizure. The customer had orange juice before the seizure, which raised her blood glucose level to 64 mg/dl. Customer's husband called paramedics who read the customer's blood glucose level as 540 mg/dl. Paramedics administered CPR as the customer had no pulse. The customer was hospitalized and kept in the intensive care unit for eight days. The insulin pump was not replaced or returned for analysis.